Event description:
Customer's mother called to report a hospitalization due to high blood glucose. Caller stated that the blood glucose reading was over 300 mg/dl for the day. Customer had an infection on his abdomen. The blood glucose reading at the time of the event was 511 mg/dl. Customer had ketones. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.